Manufacturer narrative:
D4: UDI (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 229039x with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 229039x, test base part number 195-430h / lot 225032r. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 229039x showed that the complaint rate is(B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. H3 other text : other - device not returned; single use device.

Event description:
The customer reported six (6) false positive results using binax now covid-19 ag card kit between (B)(6)2023 to (B)(6)2023 with nasal swabs. This report is for test six (6) of six (6). On(B)(6)2023 the user described getting a faint gray/purple line in the sample region. Additional testing was performed with hologic panther molecular, generating a negative result. No additional information, including patient outcome or treatment, was provided.

Manufacturer narrative:
D4: UDI (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : other - device not returned; single use device.

Event description:
The customer reported six (6) false positive results using binax now covid-19 ag card kit between (B)(6) 2023 to (B)(6) 2023 with nasal swabs. This report is for test six (6) of six (6). On (B)(6) 2023 the user described getting a faint gray/purple line in the sample region. Additional testing was performed with hologic panther molecular, generating a negative result. No additional information, including patient outcome or treatment, was provided.